Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the sample evaluation, the reported failure to deploy the stent graft could be confirmed. The stent graft was found to be loaded in the system. During sample evaluation, the stent graft could not be deployed. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy. Insufficient flushing of the device or not using an introducer sheath also may be contributing factors to the reported event. In this case, no introducer sheath was used. On the basis of the information available, a definite root cause could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The IFU recommends the use of an appropriately sized introducer sheath.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during the attempt to deploy the stent graft in the mid arterial limb of the lower left arm access site, the stent graft could not be deployed. The delivery system was retracted without issue. Another stent graft was used to complete the procedure successfully. There was no reported patient injury.